Event description:
A surgeon reorted that an intraocular lens delivery system malfunctioned. The device was returned with an intraocular lens stuck inside. There was no pt impact/injury associated with this event.